Event description:
Vacuum assisted delivery and it was not working properly/new one obtained and infant delivered first application. Apgars 2/6.I met with the rn who was involved in the incident she said: the vacuum was put on, first pull it popped then lost suction and fell off. Even on the low setting it lost suction. Prolonged rupture of membranes. C-section performed for non reassuring fhr. No episiotomy. Vacuum applied at 1033, 1035, 1037, to 15-23 mm hg, reduced to 3-5 mm hg. Vacuum on between uc (uterine contractions). On for uc of < 60 seconds. Pop offs x 2, amniotic fluid clear.infant wt (B)(6), length (B)(6), head circ (B)(6). Infant remains in nicu. Infant has no birth related injuries but does have congenital anomalies.physician uses the vacuum routinely; staff assists with use of the vacuum routinely. Difficulty with vacuum may well have been due to congenital anomalies.we talked with the company in regards to the reprocessing and cleaning of the vacuum pump. The directions for sterilization are incomplete as the company states we should sterilize the pump according to the sterilizers instructions instead of the manufacturer instructions which are incomplete. It does not say whether to sterilize using gravity or prevac cycle. There is no recommended dry time. The instructions for cleaning are unclear as to how much must be disassembled which would facilitate using a screwdriver to take apart questioning the functionality after the part is reassembled. In addition the instructions say may be sterilized for sterile field. The pump does not go on the sterile field so would not necessitate sterilization if considered equipment.